Event description:
It was reported that the customer experienced low blood glucose (bg) level of 19 mg/dl. Suspected cause was not specified; however, the reporter believed the cause of low bg may have been due to a combination of exercise, carbohydrate counting and infusion set changes due to exercise. Additionally, it was reported that the battery gauge was fluctuating and cartridge change errors occurred. Reportedly, the customer lost consciousness and was seizing; the customer's spouse attempted to administer glucose to the customer, however, customer was unable to swallow the glucose. Subsequently, customer's spouse called emergency services, paramedics arrived, and customer was hospitalized on (B)(6) 2022. Customer was treated with glucose administered intravenously. Customer was released from the hospital on (B)(6) 2022. Customer did not sustain any permanent damage. Recommendation was made to contact customer technical support for all issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.